Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Blood based contamination was observed on pcba (printed circuit board assembly) triangle. Inspected the plug assembly. Visual inspection was performed .the current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the blood or water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving a sensor scan result of 25 mmol/l when compared to an adc meter result of 2.1 mmol/l. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The customer experienced shaking and a loss of consciousness and was unable to self-treat, requiring treatment of glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving a sensor scan result of 25 mmol/l when compared to an adc meter result of 2.1 mmol/l. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The customer experienced shaking and a loss of consciousness and was unable to self-treat, requiring treatment of glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.